Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the power on alarm is not functioning. Results of the return evaluation: controls / switch/button broken. (B)(6). (B)(6) 2015.